Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 50 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve pv43 was disconnected from the fittings at the panel of the main diluter module and was causing the leak. The fse reattached the tubing and the leak was fixed. The repairs were verified per established procedures. (B)(4).